Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture and dissection occurred. The 70% stenosed lesion was located in the mid right coronary artery (rca). The lesion characteristics are unknown. Another manufacturer's guide wire was advanced to the lesion and another manufacturer's sheath was used in the procedure. The flextome cutting balloon 10 x 2.75 mm was advanced to the lesion. The first inflation was at 12.6 atm for 20 seconds, the second inflation was at 12.5 atm for 27 seconds and the third inflation was at 8.5 atm for 6 seconds. Upon the third inflation, the balloon ruptured causing a flow limiting dissection back to the ostium of the rca. A taxus liberte 2.75 x 32 mm stent was implanted in the proximal rca as previously planned, and a taxus liberte 3.0 x 12 mm stent was implanted in the ostial rca. The patient status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the product was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.